Event description:
A customer reported that their pump battery was depleting too quickly, leading to a pump shutdown during the night while they were traveling, which exacerbated their concerns. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting efforts, the issue remained unresolved, and technical support arranged for a replacement pump to be sent to the customer.